Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that this pacemaker device declared explant indicator being reached. The health care professional (hcp) mentioned that 15 months ago, the device was still in six years remaining longevity. The patient was 100% paced and outputs have not been changed. Analysis showed that the malfunction appeared consistent with other devices that have had continuous average power increases. Assuming that the behavior remained unchanged there was sufficient battery capacity to support therapy and replacement for at least 28 days. The pacemaker was explanted. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this pacemaker device declared explant indicator being reached. The health care professional (hcp) mentioned that 15 months ago, the device was still in six years remaining longevity. The patient was 100% paced and outputs have not been changed. Analysis showed that the malfunction appeared consistent with other devices that have had continuous average power increases. Assuming that the behavior remained unchanged there was sufficient battery capacity to support therapy and replacement for at least 28 days. The pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified no device irregularities. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. The device case was opened to facilitate analysis of the internal components. Detailed analysis confirmed the identified high current drain was a result of two leaky capacitors. Investigation determined that the premature battery depletion was caused by the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device. Evaluation method code, evaluation result code, evaluation conclusion code.